Manufacturer narrative:
This is the 1 of 2 reports.

Event description:
It was reported that the occlusion balloon catheter was ruptured during procedure. Another similar device was used to complete the procedure. There were no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned flowgate balloon catheter. Small amount of blood was found in the catheter hub. The catheter shaft was found kinked/deformed on its proximal shaft approximate 29.0 cm from its proximal end. The catheter middle shaft was also found wrinkled/deformed approximately 75.0 cm and 81.0 cm from its proximal end. The catheter was wrinkled on several other places. The flowgate balloon was examined and a hole (puncture) was noted in the balloon. No other anomalies were noted with the catheter. During functional testing, the returned flowgate was prepared as per direction for use (dfu) for balloon inflation testing. Attempts were made to inflate the balloon; however, the balloon could not be inflated. The balloon was leaking due to the hole (puncture) in the balloon, confirming the reported complaint. The reported complaint that the balloon was ruptured was confirmed based on the visual and functional testing. Additional information provided by the customer indicated that no anomalies were noted to the catheter prior to use, the device was prepared as per direction for use (dfu), continuous flush was maintained, and the balloon was not inflated with the maximum volume or recommended balloon inflation media. Based on the device analysis, it appears the flowgate sustained damage (kinks, wrinkles, punctured balloon) during the clinical procedure while advancing the device through the patient's anatomy. The hole/perforation in the balloon prevented the device from inflating during functional testing and led to the observed leakage; therefore, an assignable cause of procedural factors was assigned to the reported event and analyzed anomalies 'nv - balloon burst/ruptured', ' nv - balloon catheter damaged '. ' nv - balloon catheter kinked/bent '. ' nv - balloon has hole/perforation '. ' nv - balloon failed to inflate ', and ' nv - balloon leaked', since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural/anatomical factors during use, the product performance was limited. Expiration date: added. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: added.

Event description:
It was reported that the occlusion balloon catheter was ruptured during procedure. Another similar device was used to complete the procedure. There were no clinical consequences reported to the patient.